Manufacturer narrative:
Pt info: unk. PMA/510k - this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1, -08.50 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively with a longer length lens on (B)(6) 2021 from patient's right eye (od) due to low vault.this resolved the problem. Cause of the event is reported as unknown.